Manufacturer narrative:
Monitor manufacture date: 01/05/2016. Belt manufacture date: 08/02/2013. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away while wearing the lifevest and that the patient's death was cardiac related. Review of the download data indicates that from 17:48:43 to 19:41:36 the patient was in a paced rhythm at 60-80 bpm, degrading to asystole with pacemaker spikes and intermittent cardiac activity. The rhythm then transitioned to a paced rhythm from 60-90 bpm that degraded to vt from 120-150 bpm with pacemaker spikes. The patient was in vt at 150 bpm at 19:41:42 on (B)(6) 2020. The lifevest delivered one treatment shock at 19:42:53 while the patient was in vt at 190 bpm. The post-shock rhythm was asystole with pacemaker and intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole with pacemaker spikes at the time of the electrode belt disconnection at 19:43:38. The patient passed away on (B)(6) 2020.